Event description:
This report is to advise of an event observed during analysis confirming fractures in the distal catheter shaft.

Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Further investigation revealed the catheter had been bent just distal to electrode ring 3 and the shaft material had been fractured at this location, consistent with the fractured optical fibers 1 and 3, fractured deformable body thermocouple wires. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.